Manufacturer narrative:
(B)(4) date sent: 9/18/2024 d4: batch # a9dz25 additional information was requested and the following was obtained: " is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc. It¿s unknown" investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with no damage to the external components. In addition, the tyvek(a9e78y) from another device was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were not fed into the jaws in the next actuation of the trigger. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the feed link was noted broken causing the feeding issues and fifteen (15) clips were found inside the clip track. The event reported was confirmed and it is related to improper use of the device. Possible causes for the damage found is due to the jaws may have been restricted during firing, or not fully through the trocar during firing. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, device can't fire clip.